Event description:
It was reported by the patient that she underwent a total hip replacement on (B)(6) 2013 and a topical skin adhesive was used. The patient developed a severe contact dermatitis. The staff removed the majority of the adhesive with petroleum jelly. The site was then closed with steri strips. She was treated with keflex and a steroid cream around the edges of the closure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.